Event description:
See initial report.

Manufacturer narrative:
H10: it cannot be excluded that because of damaged motor bearings, likely due to environmental conditions, as water infiltration, humidity, condensation or high temperatures, the pump was no longer rotating freely and required a power overload to work, which could have led to an overcurrent that ultimately caused damages to the distribution board.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in the united states. The error code would only come on up when circulation was initiated on pump 1. Sometimes the error was e16 and sometimes it was e18. A livanova field service engineer was dispatched to the customer to investigate the device and found patient pump shorted. The pump and distribution board were replaced. Performed functional verification. All tested within specifications. Unit placed into service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland has received a report that the 3t heater cooler displayed errors related to patient circuit pumping issues (e16 and e18) during a procedure. There is no report of any patient injury.